Event description:
The customer reported there was a loud popping noise and the mainframe display had a saturation fault error. When they tried to reboot the system, it came up with a temperature sensor error. They completed the procedure with a different c-arm.

Manufacturer narrative:
This MDR is related to ge healthcare. The pop was arcing in the anode well of the xray tube. He cleaned and regreased the well and candlestick. The temperature sensor is intermittently giving an error. The rep replaced the temperature sensor. The system now boots without error.